Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon evaluation the battery charger/modem was unable to charge an inserted battery pack due to ta shorted q1 current controlling transistor on the bedside board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the shorted q1 transistor. The patient received a replacement battery charger/modem.

Event description:
(B)(6) male patient's spouse called zoll customer support to report that his battery charger/modem was not properly charging his battery packs. The patient was issued a replacement battery charger/modem.